Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had experienced low blood glucose. The customer¿s blood glucose level was 45 mg/dl at the time of incident. The customer was treated with food. It was reported that they had over delivery alarm. It was reported that the insulin was dripping or squirting from end of set before connecting at their site. It was reported that the customer was using automode. The customer was advised the pump will need to be replaced. The insulin pump will be and reservoir will not be returned for analysis.